Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations replicated and confirmed the customer reported complaint. The instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.0325¿ offset at the tips. This causes the instrument not to release suture.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument would not release the suture and the wrench would not work. The instrument had to be backed out with the cannula. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that during an inguinal hernia procedure, while suturing, the jaw was stuck on suture, not tissue. The jaw was able to be opened while the procedure was still in progress. The suture was cut, and the instrument was removed. The procedure was completed with another instrument and there was no injury to the patient.